Manufacturer narrative:
Visual examination of the returned drivers found that the most distal portions of the tips had broken off from the instruments. Review of device history record confirmed the instruments were manufactured to specification requirements. No definitive conclusions can be made as to the cause of tip breakage. However, a CAPA was implemented which addressed tip breakage through design modification and material change. Testing on production level instruments had determined that tip breakage was the result of a brittle fracture of the material. This production lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the devices and completion of the evaluations.

Event description:
International affiliate reports inspection of a returned loan kit found the tips of four viper2 x-tab polyaxial screw drivers, all catalog# 286760010, had broken off from the instruments. It is not known when or where tip breakage occurred. This mfg medwatch report is being filed for two units, lot mi19980. See mfg medwatch report# 1526439-2013-12698 for one units, lot mi20049. See mfg medwatch report# 1526439-2013-12703 for one unit, lot mi19981.